Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 9908554 number, and no non-conformances were identified. Manufacturing date: may/22/2023. Expiration date: may/23/2028. A manufacturing record evaluation was performed for the finished device 9898781 number, and no non-conformances were identified. Manufacturing date: may/02/2023. Expiration date: april/29/2028. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 405cc mentor memorygel boost breast implants. Post-operatively, the patient developed left breast capsular contracture (baker grade unspecified). In addition, the left breast implant could be seen through the incision at the bottom of the breast. As a result, the patient underwent breast implant removal surgery on (B)(6) 2026. Since it was not known and specified which breast side the implants belong to, both the implant information was provided. A supplemental will be submitted once clarifying information is received.